Event description:
This was a bilateral procedure. The right implant had been placed, and the wound had been closed around the filling stem. After traction was placed on the filling stem, it broke in the middle. The problem was identified immediately. The wound was opened, and the proximal end retrieved. There remained sufficient length to resecure the port and empty and refill the implant. The remainder of the filling stem was withdrawn and was seen to fracture or separate as designed on either side of the distal port holes. The implant itself was undamaged and was left in place.